Manufacturer narrative:
Reference record (B)(4), catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2016, duodopa therapy was begun. After an unspecified period of time, patient developed infection at the stoma site and liquid was present in abdomen. Report indicated that patient has been hospitalized since (B)(6) 2016. On (B)(6) 2016, liquid sample was taken from abdomen for analysis. On (B)(6) 2016, gastroenterologist removed pegj tube, due to the reported unidentified infection in peristomal area. Though requested, no additional information was provided.